Event description:
Reportedly, the defibrillation system was explanted on (B)(6) 2020 because of an infection.

Manufacturer narrative:
Summary of the investigation: the subject device was sterilized and released according to applicable standard operating procedures. Nevertheless, the information provided has been entered into our quality system and will be used for trend purposes.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the defibrillation system was explanted on (B)(6) 2020 because of an infection.